Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content reported for this collection. The trima system has several methods for detection of possible wbc contaminations. However, experience has shown that lower level wbc contaminations may not show conclusive signals in the run data file as they may fall below the detection capability of the trima system. Based on the available information, it is possible that this leukoreduction failure may be donor related.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the trima tubing set was loaded and passed the tubing set test, the donor information was entered along with the procedure type; a 4.1e11/429ml platelet only product with a 44 minute target procedure time set. There were no alerts generated or operator flow adjustments made throughout the procedure. The procedure completed with rinseback at 44 minutes. The end of run summary platelet product yield and volume was reported to be 4.1e11/433ml. The platelet product could be labeled as leukoreduced with no product verification messages shown. The product was found to be within acceptable limits. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content reported for this collection. The trima system has several methods for detection of possible wbc contaminations. However, experience has shown that lower level wbc contaminations may not show conclusive signals in the run data file as they may fall below the detection capability of the trima system. Based on the available information, it is possible that this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.